Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the emergency room due to pocket erosion and infection at the implanted device pocket site. The physician explanted the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.